Event description:
The following information was reported to gore: on (B)(6) 2016, a patient underwent treatment of a thoracic aneurysm, zone 2, with gore® tag® thoracic branch endoprosthesis (tbe device) and extension below this with two gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2017, the maximum aortic diameter within the treated area was 43mm. On (B)(6) 2017, the maximum aortic diameter within the treated area was 31mm. On (B)(6) 2018, the maximum aortic diameter within the treated area was 54mm. On (B)(6) 2022, the maximum aortic diameter within the treated area was 53mm and a right femoral aneurysm was identified.

Manufacturer narrative:
Concomitant medications: aspirin (81mg). Medical history: myocardial infarction, percutaneous coronary intervention, previous aortic surgery, asa physical status classification: iii, severe systemic disease with definite functional limitation. Device not accessible for testing: the medical device remains implanted and was therefore not available for return and evaluation. No device problem found: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. Known inherent risk of device according to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), procedure related risks include but are not limited to lesion enlargement or progression. Also, according to the (IFU), when treating isolated lesions, the lesion (e.g. Intramural hematoma, penetrating aortic ulcer, aneurysm, etc.) Should not be present in the proximal and distal landing zones. Also, according to the (IFU), additional surveillance and possible treatment is recommended for lesions enlargement = 5 mm increase in maximum diameter (regardless of endoleak status) compared to any previous measurement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added in g code and additional investigation code that were previously omitted.